Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: humerus fracture it was reported that intra-op, instrument was broken. Product came in contact with the patient. No fragment remained in the patient body. No patient symptoms or complication were reported during the event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the integral crimp assembly cap of the cable has been separated. It appears the wire was overloaded through the tightening mechanism causing the cap to come off. Optical inspection also revealed multiple bends in the cable with strand damage. These observations are consistent with an overload from tension. If information is provided in the future, a supplemental report will be issued.